Manufacturer narrative:
The reported oad and viperwire guide wire were received at csi for analysis. Visual examination revealed a driveshaft fracture located on the proximal edge of the crown, engaged on the guide wire. Scanning electron microscopy analysis revealed the driveshaft fracture faces and fracture surfaces of the crown weld were rubbed over. The non-melted area of metal between the crown weld and the base metal showed changes in its microstructure and material properties as a result of exposure to high temperatures. The fracture was too worn over to analyze the fracture faces. When tested, the oad functioned as intended. At the conclusion of the device analysis, the reported event was confirmed. Although the root cause of the reported event is undetermined, it was hypothesized that the driveshaft underwent excessive flexing near the crown due to spinning in excessive tortuosity, or resistance that pushed the driveshaft into a tight bend shape. The diamondback 360 coronary orbital atherectomy system instructions for use states, "never force the crown if any resistance is felt within the vessel as vessel perforation may occur. If resistance is felt, retract the crown, while monitoring the cause of the resistance, and immediately stop treatment. Use fluoroscopy to analyze the situation and to monitor the cause of the resistance." The device history record for this oad lot number has been reviewed. No issues or discrepancies were noted during this review that would have contributed to the reported event. The device met material, assembly, and quality control requirements. (B)(4).

Event description:
The diamondback coronary orbital atherectomy device (oad) was selected for treatment of a tight, tortuous lesion. Intravascular ultrasound had been unable to cross the lesion prior to oad use. The oad was operated for two treatment passes on low speed and although no resistance was encountered, the crown fractured off. A non-csi guide wire and 4mm snare device were inserted into the patient in an attempt to retrieve the fragment, however the attempt was unsuccessful. Balloon angioplasty was performed to dilate the left anterior descending artery and the septal branch vessels, and the fragment was able to be retrieved with use of the viperwire guide wire. The patient was in good condition.